Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller alleges pump loses time and date without reason causing unexpected high blood glucose level of 33.3 mmol/l and 35 mmol/l and ketoacidosis resulting in hospitalization; treatment received is unknown. No product will be returned due to custom and legal issues in (B)(6); replacement was provided.